Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that caps are popping off during use or centrifugation. The following information was provided by the initial reporter: customer problem: customer reports that caps are popping off during use or centrifugation for cat 367960 lot 2321410. Steps taken with customer/troubleshooting: product was received on (B)(6) 2023. Customer states the caps are popping off either during venipuncture, while the tube is inside the tube holder or during centrifugation. Per customer, issue was reported to her today. For the venipuncture event, customer states there was no exposure as blood was contained and staff was wearing appropriate ppe. There was no need for recollection as the tube was just being collected as an extra tube. For the centrifuge, tubes are spun for 10 minutes. Customer states that while the caps were found popped off after the cycle, the blood was contained in the tube. Per customer, there was no spill, no need for recollection, and no exposure. Quantity received and quantity affected: customer thinks 5 trays received , customer states 5 specimens affected. Customer reports that caps are popping off during use or centrifugation for cat 367960 lot 2321410.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. The 90 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that caps are popping off during use or centrifugation. The following information was provided by the initial reporter: customer problem: customer reports that caps are popping off during use or centrifugation for cat 367960 lot 2321410. Steps taken with customer/troubleshooting: product was received on april 6th, 2023. Customer states the caps are popping off either during venipuncture, while the tube is inside the tube holder or during centrifugation. Per customer, issue was reported to her today. For the venipuncture event, customer states there was no exposure as blood was contained and staff was wearing appropriate ppe. There was no need for recollection as the tube was just being collected as an extra tube. For the centrifuge, tubes are spun for 10 minutes. Customer states that while the caps were found popped off after the cycle, the blood was contained in the tube. Per customer, there was no spill, no need for recollection, and no exposure. Quantity received and quantity affected: customer thinks 5 trays received , customer states 5 specimens affected. Customer reports that caps are popping off during use or centrifugation for cat 367960 lot 2321410.